Event description:
It was reported that during a coronary drug eluting stenting treatment procedure. The stent did not appear well apposed on the balloon. Via femoral approach, the physician tried to place the taxus express2 8.8% 2.5mm x 24mm stent in a tortuous, severely calcified, 90% stenosed circumflex (cx). It appeared to the physician, that the stent struts had lifted on piece of calcium during insertion. The physician pulled the stent out of the pt without incident or injury. The procedure was completed with another taxus 2.5mm x 24mm stent. Once the stent was removed, some of the struts appeared slightly out of place. The pt's status is listed as satisfactory.